Event description:
It was reported that the device displayed an error message for fluid side occluded. There was no patient involvement.

Manufacturer narrative:
Additional in h9: z-2822-2020 for dim segment. This device was evaluated and repaired through the service repair process. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower ) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced lower pressure sensor due to failed occlusion. Replaced dim u4 on display board. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 19may2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device displayed an error message for fluid side occluded. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an error message for fluid side occluded. There was no patient involvement.